Manufacturer narrative:
H.6. The disposable temperature probe was inadvertently lost or disposed of. After a thorough search, co was not able to locate the probe in question to determine the exact cause of failure. However, based on hp's notification, ysi completed a process review of our disposable probe line this past december. Out of tolerance probes fall into two categories, low or high resistance failures. Low resistance failures may be caused by contamination of the thermistor, exacerbated by moisture. However, the initial customer complaint indicated an erroneous temperature reading of -4.5 degrees f. A negative temperature failure is a high resistance failure. Resistance measurements of the probe at hp supported the customer's complant. High resistance failures of this magnitude are typically indicative of physical damage to the thermistor. Ysi's complaint history shows no failures of this type. Because of no previous failures, ysi views this failure as an anomaly, possibly caused by customer mishandling. However, it is still impossible to determine the exact cause of failure without seeing and testing the probe under controlled conditions at ysi. The 2109a disposable temperature probe is mfg for hewlet-packard by: yellow springs instruments (ysi).

Event description:
The temp reading of the disposable temp probe was subnormal. The pt temp was 101.3 while the probe was reading 96.8 degrees.